Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion (tlif) spinal surgery at l5-s1. Under fluoro guidance the anterior portion of cage was not rotating while posterior portion of cage was rotating. It was reported that the cage was damaged. The cage was not removed the cage. However, the disc space was packed with additional bone.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. A portion of the implant is missing and not returned for analysis. The returned portion of the implant is severely twisted just below the fracture, consistent with torsional overload.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.